Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow-up, an increase in pacing impedance and capture threshold were observed. The lead was capped and replaced.